Event description:
It was reported that the patient's device had not been 'normal' for the month prior to the report. The patient had lost 'a lot of weight' and her implantable neurostimulator (ins) had 'resurfaced and was almost coming through her skin.' The reporter stated that the patient felt 'sharp pulses' like a burning sensation after she fell. It was indicated that the patient's device was interrogated on (B)(6) 2012 and was informed later that her device had to be replaced. However, no further details were provided with regards to the replacement. It was noted that the patient had also met with her healthcare provider (hcp) previously. A day later, it was further reported that the patient had actually felt a change in her device before the reported fall. The patient's device had felt hot or was burning for the couple of months prior to the report as well as before the fall. The reporter stated that the patient 'felt it within her,' but it wasn't hot to the touch. According to the reporter, there had been no trauma or fall related to this but the patient's hcp was aware of this 'hot feeling.' The reporter indicated that the patient also experienced a shocking or jolting sensation and she felt more of a 'surge' rather than a 'pulse' when it came to her stimulation. However, the patient had really enjoyed having her device for these years as it had changed her life. It was noted that the patient was making attempts to meet with her hcp. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 377745, lot# n0039637, implanted: (B)(6) 2005, product type lead; product ID 377745, lot# n0039637, implanted: (B)(6) 2005, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).